Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s), and the patient was given a stress test. The sample was repeated twice on an alternate dimension rxl instrument, resulting lower. The corrected result was reported to the physicians(s) there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarter support center (hsc) specialist evaluated the instrument data. A review of the filter data showed multiple fluidics issues which are consistent with poor sample integrity. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated troponin result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.